Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain because the reservoir herniated from the space of retzius to the scrotum. All components were removed and replaced. There were no patient complications reported.